Manufacturer narrative:
One 7mmx25mm biorci ha screw was returned for evaluation. Visual assessment of sample showed no damage, the screw is intact. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specifications. As reported a 6mm tunnel and 7mm graft were utilized, there was no mention of a starter or tap being utilized.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during crossed ligament reconstruction surgery, the screw was broken. A backup device was available to complete the procedure with no significant delay or patient injuries. The broken pieces were removed with tweezers.